Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's display went blank. Blood glucose value was 300 mg/dl; treated with a bolus during the call. The customer stated that the display was blank less than 30 seconds. He reported he received battery out limit and weak battery alarms. The customer declined to check the battery cap and compartment for damage. He was advised to discontinue the use of the device until receiving the battery cap replacement.